Event description:
Philips received a complaint from the customer, reporting that the v200 ventilator would not turn on. There was no patient involvement when the issue occurred. There was no patient or user harm reported.

Manufacturer narrative:
A follow up was performed with the key market (km) representative, and the responder reported that no repairs were performed on the device, as it has reached its end of life. The device was not returned to service. No other details were provided by the km representative. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.